Event description:
Procedure type: hernia. According to the reporter: the instrument didn't close completely causing the clips to not tighten. The surgeon removed the staples, and used thread to end the procedure.

Manufacturer narrative:
(B)(4).